Event description:
Complainant alleged that during functional testing, the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The paddles were returned to zoll medical corporation for evaluation. The customer's report was duplicated. Following the evaluation, the paddles were scrapped. Analysis of reports of this type has not identified an increase in trend.